Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0013041916 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the shaft area was performed. The inspection identified multiple shaft kink/twist at approximately 2, 7.5, and 17.5 inches from the tip. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The performance test with sentinel blackbelt leak tester was performed. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the sheath failed the returned product inspection due to the kink observed on the side port tube and the kinks observed on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, micro bubble formation occurred in the side port of the sheath after aspirating the sheath. The sheath was replaced and the procedure was completed. No patient complications have been reported as a result of this event.